Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the device reported issue was confirmed. The device was found with broken skeleton and was protruding. Multiple leaks were found on the device including hairline crack on lg (light guide) tube. Image was found foggy due to dirty objective lens. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The likely root cause of the issue was due to maintenance issue and or mishandling.

Event description:
It was reported that during a reprocessing, the device was found with broken deflection, no image and was leaking. There was no patient involvement on this report, no user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that during a reprocessing, the device was found with broken deflection, no image and was leaking. The investigation result of the device return indicated that the cause was kink/crack of the bending tube and a way of handling the endoscope. A root cause cannot be conclusively determined. However, in instructions for use (IFU),ways of handling which may result in the bending tube¿s damage and detailed ways of inspections are described. If the user follows the instructions about operation and inspection of the endoscope, the bending tube¿s damage can be eliminated and any abnormality can be detected safely. The probable cause for this damage is likely that there was deviation from the following description stated in IFU. The IFU states: caution: do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section maybe damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Olympus will continue to monitor complaints for this device.